Event description:
(B)(6) 2015 no injury alleged. Malfunction alleged. No MDR filing. No canadian filing. The stated issue: cpm500 is not working invacare prid# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).